Manufacturer narrative:
The referenced gi bleed was reported under medwatch MFR report #2916596. Approximate age of device - 1 year and 3 months. Device analysis: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient who presented to the emergency room on (B)(6) 2018 with gastrointestinal (gi) bleed and was found to have hemoglobin value of 8.3 g/dl and supratherapeutic inr at 3.2. The patient was placed on a protonix drop. A tagged red blood cell scan revealed signs of active bleeding ileum/sigmoid colon, which resulted in a transfusion of 2 units of packed red blood cell (prbc). The patient continued to have dark/bloody stool the following day and was administered 2 more units of packed red blood cells. On (B)(6) 2018, colonoscopy was performed and did not reveal any signs of active bleeding. A capsule endoscopy was done and showed no active bleeding. The patient received an additional blood transfusion prior to a push enteroscopy on (B)(6) 2018 was done; however, the results were unavailable. The patient continued to experience occasional blood in their stool, and their inr had become therapeutic at 1.7 and hemoglobin was 9.5 g/dl. The patient was restarted on coumadin. No additional information was provided.